Event description:
It has been reported to philips that the customer were locked out of the system. No harm has been reported to philips. Philips has started an investigation for this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected and confirmed the login issue. Fse spoken with customers and found that customer was trying to perform general duties using her log-in password after an fco. This was in no way connected to a patient's case. Fse added customer credentials back to the system. After which, system was returned to use in good working order. The codes were updated based on the investigation outcome.